Event description:
Pt's wife called regarding her husband's knee. He is 18 months post op and is having a lot of pain. The dr says the screw has not fully dissolved and has scheduled the pt for surgery.

Manufacturer narrative:
Product recall initiated on august 21, 2007.